Event description:
It was reported that the device was running without the foot pedal bring pressed. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint could not be duplicated. A likely cause of the event described by the customer is that the pedal was inadvertently put in hand switch mode. When in this mode, the pedal is depressed and will continue to supply compressed air to the drill and sound as if it is running. However, the hand switch would have to be depressed in order to get the drill to function.